Manufacturer narrative:
(B)(4). Service engineer (se) inspected the device and verified the malfunction. The graphical user interface (gui) printed circuit board (pcb) was replaced. The ventilator passed all the required testing.

Event description:
It was reported that the 840 ventilator had a blank screen during patient use. There was no patient harm. The patient was transferred to an alternate ventilator.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.